Manufacturer narrative:
The product was not returned for evaluation. There was no product lot number provided so a DHR review could not be conducted to check and confirm on whether the product packaging had the labels or not. The nonconformance log and batch record were reviewed for any nonconformances related to duragen secure related to labeling. The failure was unconfirmed. The root cause was undetermined.

Event description:
An account manager reported on behalf of the customer that five of the six pieces of drm1033i duragen rm dural regeneration matrix 3x3 which were delivered to hospital for product evaluation didn't have a label with art/lot number on the package. The "labels" in which the customer could attach to patient-fax were missing. There was no patient injured.